Event description:
(B) (4).

Event description:
(B) (4)

Event description:
It was reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data from the device indicates the device recorded eri (elective replacement indicator) in 2009 approximately 34 months after implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) performance data from the device indicates the device recorded eri (elective replacement indicator) on (B) (6) 2009 approximately 34 months after implant. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) performance data from the device indicated the device recorded eri (elective replacement indicator) on (B) (6) 2009 approximately 34 months after implant. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.